Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 515 mg/dl). Healthcare provider administered insulin injections (humalin) to address bg. Contact alleged repeated exposure to a metal detector may have contributed to event. However, no alerts or alarms occurred. Reportedly, amelog was used in the cartridge. Tandem technical support informed contact that amelog was not labeled for use with the pump.